Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with an unspecified semi-compliant balloon catheter, a 3.00x38mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was then removed and upon inspection outside patient's body, it was noted that the distal edge of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.